Event description:
It was reported that the system 6800 failed to initialize creating delay. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The single board computer upgrade kit was installed including new hard drive. The system was tested and found to be working as intended and placed back into service.